Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while inserting the intraocular lens (iol) into eye, the doctor said it was coming out incorrectly (had a folding problem). The doctor removed the iol and replaced it with another one of the same model and diopter. The incision was not enlarged. The was no injury to the patient. The patient left the operating room in good condition. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 7/27/2018. Device returned to manufacturer? Yes. Device evaluation: the product was received in its original packaging. Visual inspection under 12x microscope magnification was performed by a qualified final inspection manufacturing specialist. Damaged was observed at the end part in one of the haptics (tear/broken off). Lens was further measured and all measurements (haptic width, optic diameter, and haptic thickness) were within specification. However, overall diameter measurement could not be performed due to the condition of the lens. Damaged haptic was observed; however, the reported complaint of unfolding issue could not be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no other complaints have been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.